Event description:
It is reported that the glenosphere distractor did not seperate the glenosphere from the baseplate properly and the end fractured off, which required the surgeon to use the osteotome.

Manufacturer narrative:
Evaluation summary: cause can not be definitively determined. The exact cause can not be determined with certainty. As returned, the tab on the distractor has fractured off. As noted on the print, corrosion is present on the welded pin as well as the spring. The instrument was found to meet print specification where measured. The device had a potential field age of approx 23 months at the time of failure. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.